Event description:
It was reported that, "after mixing the bone cement, it was applied to the tibial implant and implanted in the pt. They removed the excess as per procedure and noticed that the simplex was on fire. Doctor had to extinguish the flame".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.